Event description:
On (B)(6) 2012 customer reported that the dxc 600 pro generated false low sodium (na) results for approximately 120 patient samples. Results were not reported out of the lab. Customer stated that when anion gaps flagged the results, the samples were repeated and those results reported. Customer did not confirm if the samples were repeated on the same instrument after recalibration, or if they were run on the other instrument in the lab. Multiple attempts were made to obtain the patient data results, however, customer never provided the data. Customer did gave beckman coulter one verbal example of na results obtained while performing a correlation with the other instrument. Customer stated that the dxc 600 pro generated a na result of 127 mmol/l, which exceeded assay precision claims. When run on the other instrument, the same sample gave a na result of 136 mmol/l. Quality control prior to and after the event was within lab-established ranges, but the data was never supplied. Field service engineer (fse) inspected the instrument and cleaned the flowcell and replaced the carbon bridge and na measuring electrode. Fse verified system performance and no further problems were reported.

Manufacturer narrative:
Evaluation codes, results, code (other): fse cleaned the flowcell and replaced the carbon bridge.